Event description:
Customer called to report an underinfusion with a 6060 pump. Pump was programming to administer 800 ml volume, 16ml per hour for 14 hous. Pump delivered 240ml within a 4 hour period. Pump then cut off. Pt was underinfused. No pt injury has been reported.